Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that half-height cubie drawer 3 was not on the bus. The fse troubleshot the device and observed that there were no lights on the drawer's pyxis bus controller module. The fse replaced all rear printed circuit board assembly (pcba) cards, tested the drawer using the hardware testing application, and verified that it was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.1 and 3.2, along with all associated cubies, stated that the device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.